Manufacturer narrative:
Field service engineer found the park arm switch did allow the park arm to move into and away from the image intensifier, but there was no table movement when using the footswitch and handswitch. The fse troubleshot and replaced the uib board and table movement from the footswitch movement was available. Unit moves with both handswitch and footswitch without incident. Fse tested unit as per service checklist (B)(4). Unit passed all minor service checklist tests and was returned to full service by the customer.

Event description:
On 08/17, customer reports male (unknown age) having a ureteroscopy under general anesthesia when the fluoro failed. Patient moved to another room, procedure completed without further incident, no reported injury.